Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) from right and left side on surgeon side console (ssc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi received the products involved with this complaint to perform failure analysis. The hrsv monitor with serial number (sn) (B)(6) was analyzed but the reported failure was confirmed and replicated. In the system logs, error 121 was identified, indicating that the left monitor failed to reach the desired brightness within five minutes, confirming that the fault occurred in the field. A visual inspection revealed no anomalies or damage that could be associated with the reported issue. The unit was then installed onto a golden system. Upon powering up, the display remained black with no image, successfully replicating the reported event. Additionally, the hrsv monitor with sn (B)(6) was installed onto a golden system, where it functioned as expected. Upon powering up, no issues were observed with the hrsv. The unit was then power-cycled ten times and left idle overnight. The following day, no error 121 was recorded in the laptop error logs, and the hrsv was confirmed to be fully functional. The probable root cause is attributed to an electrical component issue from left hrsv monitor. This issue can be resolved by replacing the hrsv monitor.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that the left eye display appeared black. Prior to contacting the tse, user attempted a system power cycle, but the issue persisted. The tse then guided user through a hard power cycle of the console and instructed them to reseat the fiber cable; however, powering back on did not resolve the problem, and the left monitor remained black. With no second console available, the user chose to convert to a laparoscopic approach to complete the procedure. A procedure delay of 15 minutes was reported.